Event description:
I got burns on my right breast from a kaz heating pad. I was lying in bed with the pad on my ribs and dosed off when I woke up 1 hour later I had the burns. I went to the dr on the 13th or 14th and she sent me to the (B)(6) clinic. She removed the dead tissue and I had to put cream and pads on the burn for a couple of months. Now I have two dark purple scars.